Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced 2 infusion sets tape not sticking event on 14-jun-2024. The infusion set had fell off while swimming. The site of insertion was located at abdomen. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2. E1: patient city: (B)(6). Patient country: (B)(6).